Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 39 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with candy. Customer did not properly register any of insulin delivery system for harm reported. Device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is november 24, 2019. (B)(4).